Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission, 09/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: during testing, the display was blank. The initial complaint could not be investigated due to this. The pump cover was removed and no damage or corrosion was found on the display screen or display flex. A test screen was installed and displayed normally. An unrelated display flex failure was found.